Manufacturer narrative:
One device was received for evaluation. Functional testing was able duplicate the reported problem. The downstream occlusion (dso) sensor sends the wrong data. The dso sensor was calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device alarms again because the cassette is not attached. There was no patient involvement.